Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It confirmed that the device had been shipped in compliance with specifications. The device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that this event was caused by external factors, handling, or operational stress. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) e1 - address 1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that part of the bronchovideoscope screen image does not display (about one-third). The issue occurred during procedure, and the diagnostic procedure was completed with an olympus back-up device. There were no reports of patient harm.